Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. Customer complaint is confirmed by visual inspection of the photo submitted by the customer. On visual inspection test of said photo, part of the handle was observed on the bite block which indicates that it was bonded correctly. In order to perform a detailed analysis of the part to determine the root cause of the issue, it is necessary to have the device involved in this complaint. A conclusion code could not be chosen because although the complaint is confirmed by photo examination, the root cause is unknown at this time. Based on the picture it is not possible to determine that the event was caused by a manufacturing issue. If the device becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint received via (B)(4). Report alleges "while waking up a patient from anesthesia, the bite block broke off in the patient's mouth. The end portion of the bite block was able to be removed by the anesthesia provider safely."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. While performing the visual inspection test on the received sample, part of the handle was observed on the bite block which indicates that it was bonded correctly. Based on the visual exam the reported complaint was confirmed as the returned sample was broken. It could not be determined if the issue was caused by inappropriate assembly. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint received via medwatch ((B)(4)). Report alleges "while waking up a patient from anesthesia, the bite block broke off in the patient's mouth. The end portion of the bite block was able to be removed by the anesthesia provider safely."